Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that due to patient-inflicted receiver damage, she had to terminate sensor session prematurely. Patient proceeded to remove transmitter prior to sensor, against cgm's user's guide recommendations. Upon sensor removal the sensor became detached from pod and was found protruding from skin. Patient proceeded to pull sensor out of her skin. At the time of her call to dexcom technical support, patient reported that she was feeling well and was not complaining of any issues at the site of insertion or anywhere else.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.